Event description:
It was reported that the patient received an effective shock and the day after impedance in the right ventricular lead was high in both the superior vena cava and hvb coils. No noise was seen. The lead remains in use. No patient complications are noted as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a patient alert for out of tolerance sub threshold lead impedance on 2012 (B)(6). The daily high voltage lead impedance trend had an abrupt increase for defibrillation active device on superior vena cava (svc) defibrillation of 61 to 254 ohms between 2012 (B)(6) and 2012 (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.